Manufacturer narrative:
Seaspine was made aware of this event on 3 may 2021. The locking cap has not been returned for evaluation, thus the root cause of the customer's experience has not been determined. Two of the torque handles used in the surgery were returned for evaluation. It was discovered that the torque handles were not within specification. It is possibles the instruments received for evaluation may have contributed to the event, but the precise cause cannot be established at this time. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
In (B)(6) of 2020, a (B)(6) girl underwent t2-l2 psif spinal surgery with seaspine's daytona small stature spinal system, jazz sublaminar bands, and small stature cross connectors. In a 2 week postoperative follow up, no complications were noted, however in the 3 month postoperative follow up, the surgeon noticed a disengagement of the l2 right pedicle screw cap, and recommended revision surgery. No additional details regarding the patient's condition or treatment plan have been communicated to seaspine.